Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the handpiece cable was separating from the strain relief and a system message, indicating the tip on the phaco handpiece was loose, was rec'd during surgery. The handpiece was replaced and the surgery was completed. There was a reported delay of 10 mins. There was no pt harm reported.